Event description:
This unsolicited case from united states was received on 23-jan-2018 from patient. This case concerns (B)(6) female patient who received treatment with synvisc one injection and her leg was swollen on the same day and after unknown latency was really sore/ painful/ left side is bad knee but it was worse/ left knee never felt right after getting shot, could hardly walk on either leg. Also device malfunction was identified for the reported lot number. Patient's medical history included bladder lift, bladder surgery on (B)(6) 2017. Patient had received synvisc one in past starting with the left knee for 5 years and in both for about 2-3 years. Patient had no allergies to bird proteins, had no diabetes, no prosthetics and no immunosuppressant medication. Concomitant medication included lidocaine, diclofenac sodium (diclofenac) for inflammatory for my knee and estrogens conjugated (premarin). On an unknown date in (B)(6) 2017 ((B)(6) 2017), patient received treatment with intraarticular synvisc one injection, 1 df, once (batch/lot number: 7rsl021 and expiration date: not provided) in both knees for pain in both knees. Patient was given a cold spray to freeze it and then a cc of lidocaine to numb it before giving the synvisc-one. On the same day, patient's leg was swollen a lot and patient iced them both. Right after the synvisc-one shot, it was very painful. On an unknown date in 2017, after unknown latency, patient's limbs was soar, a bit more soar then before. There was no swelling or redness, but the knee still felt different. Patient's left knee was bad knee, it was more of a problem and was worse. Patient needed to have a knee replacement in the left knee anyway. Usually when patient received the synvisc-one, patient was sore for one day and then it diminished quickly. This time it was really sore and patient could hardly walk on either leg (onset date: 2017). Patient was favoring both legs. It was painful. It took forever to where patient could walk naturally. Patient's left knee never felt right after getting the shot. Patient's right knee felt pretty good and had normal planting of the foot when she was walking. It was usually very sore but this time it felt different and was painful. Corrective treatment: ice for leg was swollen and not reported for other events except device malfunction outcome: not recovered for all events seriousness criteria: required intervention for device malfunction and really sore/ painful/ left side is bad knee but it was worse/ left knee never felt right after getting shot. Pharmacovigilance comment: sanofi company comment dated 01-feb-2018: this case concerns a male patient who received synvisc one injection from the recalled lot and it was painful and her left knee never felt right after getting shot and could hardly walk on either leg and also her leg was swollen. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.